Manufacturer narrative:
Correction d1 from: stellaris pc vision enhancement system to: stellaris elite vision enhancement system. D4 from: bl2351 / (B)(6) / (B)(4). To: bl11145 / (B)(6) / (B)(4). H4 dom from: 14-feb-2019 to: 19-feb-2019.

Manufacturer narrative:
The field service technician on site confirmed a power supply issue and replaced mains inlet panel and a loose socket. The root cause was determined to be a malfunctioning power supply. The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
It was reported by a user facility in the united kingdom that the system shut down during a procedure. It was reported that the ac input panel was loose and powered down when moved. The patient's surgery was successfully completed on a different machine with only a slight delay.